Manufacturer narrative:
Concomitant medical products: product ID: mc1avr1-delsys, serial#: (B)(4), other relevant device(s) are: product ID: mc1avr1-delsys, serial/lot #: (B)(4), ubd: 28-aug-2022, other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-aug-2022 / serial#: (B)(4), UDI #: (B)(4), mfg date: 25-mar-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced potential perforation of the right femoral artery and a retroperitoneal bleed, the morning post implant. The femoral artery was potentially perforated by the leadless ipg and its delivery system. The patient was taken to theatre to prepare the right femoral arterial bleed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.